Event description:
Hyperglycemia and coma diabetic hyperglycaemic coma. Novopen 4 did not eject the insulin device failure. Case description: study ID: (B)(4). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. This serious solicited report from egypt was reported by a consumer as "hyperglycemia and coma(coma hyperglycemic)" beginning on nov-2022 , "novopen 4 did not eject the insulin(device failure)" beginning on nov-2022 and concerned a 63 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy". Patient's height, weight and body mass index were not reported. Medical history was not provided. Concomitant medications included - mixtard(insulin human) suspension for injection, 100 iu/ml. It was reported that on an unknown date of (B)(6) 2022, one week ago the novopen 4 did not eject the insulin it led to hyperglycemia and coma, the patient was hospitalized (dates not specified) and the event lasted for one day. Batch number of novopen 4: evg6146. On (B)(6) 2022 the outcome for the event "hyperglycemia and coma(coma hyperglycemic)" was recovered. The outcome for the event "novopen 4 did not eject the insulin(device failure)" was not reported. Reporter's causality (novopen 4) - hyperglycemia and coma(coma hyperglycemic) : unknown. Novopen 4 did not eject the insulin(device failure) : unknown. Company's causality (novopen 4) - hyperglycemia and coma(coma hyperglycemic) : possible. Novopen 4 did not eject the insulin(device failure) : possible.

Event description:
Case description: investigational results, name: novopen® 4 batch number: evg6146 the product was not returned for examination. Since last submission, the following information was added, -investigation result updated. -annex b, c, d and g codes updated -narrative updated accordingly final manufacturer's comment: 17-jan-2023: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. The batch trend analysis and reference sample examination revealed nothing abnormal. No abnormalities relating to the observed problem were found. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary investigational results, name: novopen® 4 batch number: evg6146 the product was not returned for examination.